Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to helix extension retraction issues. It was reported that the physician used more than 30 (thirty) pin rotations for the helix extension/retraction. This lead was successfully replaced.